Event description:
It was reported that this implantable cardioverter defibrillator (iecd) exhibited an atrial fibrillation undersensing that was noted on the presenting rhythm. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported. Additional information received indicates that this device was explanted. New device was repalced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Detailed analysis did not confirm the reported device observation. The device has passed the functional test. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable cardioverter defibrillator (iecd) exhibited an atrial fibrillation undersensing that was noted on the presenting rhythm. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported. Additional information received indicates that this device was explanted. New device was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (iecd) exhibited an atrial fibrillation undersensing that was noted on the presenting rhythm. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.